Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and found the au640 analyzer to be operational and performing to specifications. The source of the burning smell was solely from the uninterruptible power supply (ups). The fse disconnected the system from the ups until a replacement was provided. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a burning smell coming from the (B)(4) clinical chemistry analyzer. No injury was reported in this event as the customer merely noticed a smoke odor from the system and powered it off.